Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 121 mg/dl and a sensor glucose level of 61 mg/dl. The customer was advised that the sensor would be replaced but did not return the product for analysis.